Event description:
Additional information was received that a revision procedure was performed. The lead was successfully repositioned without incident. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine in clinic follow up approximately two weeks following a device replacement procedure, this left ventricular (lv) lead exhibited loss of capture (loc) in all programmed configurations. Oversensing was also observed. A chest x-ray revealed that the lead had dislodged. A revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.